Manufacturer narrative:
(B)(4). Treatment with cefazolin and gentamycin started on the same day as the event onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis. No further information was provided regarding the breach in aseptic technique. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis (pd) effluent. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient was retrained on proper aseptic technique. On an unreported date, in the same month as onset, the patient began treatment for the peritonitis with cefazolin, 1g (2g per day) and gentamicin, 80 mg (80mg per day) intraperitoneally. At the time of this report, dianeal therapy was ongoing and treatments with cefazolin/gentamicin were ongoing. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Thirty seven days after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event (previously reported as resolved/recovered). Should additional relevant information become available, a follow-up will be submitted.